Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: atypical power cable disconnects. The reported atypical low voltage alarms were not confirmed via log file analysis. The heartmate ii system controller (serial #: (B)(4)) was not returned for analysis; however, log files were submitted for review spanning approximately 48 days (30mar2021 ¿ 17may2021 per timestamp). Low voltage alarms were observed throughout the log files; however, these were determined to be from normal battery depletion and were not atypical. There were no other notable alarms in the log files related to the reported event. Pump operation was not affected. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on (B)(6) 2016. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low voltage alarms. The batteries and battery clips were all cleaned and new. The patient stated that the battery level never went below 2 bars. Log file analysis captured strings of low battery advisories during the entire 28 day length of the log file due to normal battery depletion. A transient low battery hazard alarm was also noted on (B)(6) 2021 at 8:34 pm. The log also displayed strings of power cable disconnects while tethered on batteries. The patient's controller was exchanged on (B)(6) 2021 which resolved the low voltage alarms.